Event description:
Adverse event was called in to facility on 10/19/1998. The patient is developmentally disabled and the unit had been purchased to establish a toileting schedule. This was the first time they used the unit. The unit had been positioned on the patient as directed by the product instructions. The patient had been wearing the unit for about two hours and the caregiver checked the patient. When the undergarment was removed a burn was discovered. The burn was located on the stomach. The burn consisted of an area where the skin had been scorched 1/2" long x 1/8" wide and a round area about the size of a dime with a small black center. The caregiver describes the patient as being over weight with several rolls of skin in the stomach area. The caregiver believes that one of the metal clips came loose from the sense'r strip and became twisted. The unit appears to have become lodged in between two rolls of skin making it difficult to notice it was not properly positioned. The event happened on saturday 10/17/98 and the caregiver took the patient to their doctor on the following monday 10/19/98. The doctor diagnosed the injury as a concentrated burn. The doctor prescribed treatment, which is being followed by the caregiver. The use of the unit was immediately discontinued and the unit was sent back for product refund.